Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to premature wear. From normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) during service and evaluation, it was determined that the battery handpiece device was blocked. It was further determined that its bearings did not function and its needle bearings were eroded. It was further determined that the device failed the following pre-tests: general condition, check the saw blade coupling and check function of all modes. It was noted in the service order that the device was not working before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.